Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was reported that the device has been replaced every 4-5 years because the battery has worn down. Patient said the device was replaced on (B)(6) 2019. No symptoms reported and no further complications noted or anticipated